Event description:
It was reported that during an unspecified procedure, deflation and removal difficulties were encountered. The lesion was located in the left anterior descending (lad) coronary artery. According to the customer, "doctor was unable to deflate the [12mm x 3.5mm maverick2 monorail] balloon, thus caused a withdrawal inside the pt." No pt complications were reported. Pt status is reported as "stable". Multiple attempts to obtain add'l info have been unsuccessful.